Event description:
The customer reported a pain medication infused faster than the intended programmed rate. The nurse was trying to wean the pain medication by infusing it over an hour rather than quickly infusing via IV push. The pain medication ran as a secondary infusion and frequently the nurses noticed the medication was infusing faster than the programmed rate. This same event occurred with different nurses during different infusion times on (B)(6) 2014 on the same pt. The customer thinks the pt might have learned how to program the pump to infuse the secondary faster. The nurses were locking the keypad but the pt learned how to unlock the keypad. There was no report of pt harm or med intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, lot review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.